Manufacturer narrative:
The customer reported that the org was in signal loss on multiple channels. Rssi levels on the three receivers are a 11 and 12. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the org was in signal loss on multiple channels. Rssi levels on the three receivers are a 11 and 12.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the org was in signal loss on multiple channels. Rssi levels on the three receivers are a 11 and 12. The unit was cleaned and evaluated, the reported complaint was confirmed. The receiver slots in 4, 5, and 8 were all changed. The device has been repaired and returned. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.